Manufacturer narrative:
1 (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to use error and the treatment appears to be related to circumstances of the procedure. Reportedly, a femoral angiogram was taken which showed heavy calcification at the access site which likely contributed to the reported difficulties. It should be noted that the starclose se instructions for use states, do not deploy the clip in areas of calcified plaque. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, during removal, the device was stuck in the patient. The safety release mechanism was used to remove the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.